Event description:
It was reported that the patient had generator and lead replacement on (B)(6) 2013. Pre-operative interrogation on the generator indicated that the output and magnet currents were set to 0.0 ma. Pre-operative system diagnostics indicated high impedance >10,000 ohms. The generator and lead were then replaced. The surgeon reported the lead was severely twisted close to the generator likely due to manipulation on the generator. Two system diagnostic tests (one out-of-pocket and one in-pocket) showed results within normal limits. The circulator stated the hospital does not return explanted items, and therefore the explanted generator and lead would be discarded and not returned to the manufacturer.

Event description:
The physician¿s office reported that high impedance was observed upon performing diagnostics on (B)(6) 2013. The patient's device was disabled at the visit, and there was no report of any trauma or manipulation that had occurred recently. Additionally, the patient had reported not feeling normal stimulation; however, the patient did not provide an exact date of when this occurred. X-rays were planned. The patient was last seen on (B)(6) 2012, and everything was reportedly okay at that time. Attempts for additional information from the physician¿s office have been unsuccessful to date. Additionally, attempts for product information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The neurologist¿s office reported that x-rays were taken and were provided to the manufacturer for review. Attempts for additional information have been unsuccessful to date. A/p and lateral images of the neck and chest dated (B)(6) 2013 were reviewed by the manufacturer. The generator was seen in the left chest. The filter feed-thru wires were intact. The lead pins appeared to be fully inserted into the generator. The lead wire was intact at the location of the connector pin. The lead appeared to be coiled near the generator, indicative of patient manipulation. A lead fracture also appears to be present in the lead body. The electrode placement appeared to be normal. There were two tie-downs present but their placement could not be assessed due to manipulation of the lead. It appears the lead was pulled down towards the generator, and the strain relief was therefore stretched out. As such, the strain relief could not be assessed and it was unclear what the original tie-down placement was, if different. Based on the x-ray images provided, the manipulated lead and possible lead fracture are likely the cause of the reported high impedance and stimulation not perceived. The presence of a micro-fracture in the lead also cannot be ruled out.

Manufacturer narrative:
The initial report inadvertently reported the patient's year of birth incorrectly. Additional information was received from the neurologist's office reporting this updated information. Manufacturer reviewed x-rays of implanted devices. Review of x-rays by the manufacturer revealed the lead appeared to be coiled near the generator, indicative of patient manipulation. A lead fracture also appears to be present in the lead body. Review of lead device history records confirmed all quality tests were passed prior to distribution. Device failure occurred and was likely related to operational context as the lead was twisted in the chest, indicative of patient manipulation.